Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the driver would not fit into the associated navlock properly. The reported incident occurred while verifying instruments. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect driver was returned to the manufacturer for analysis. The driver was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.